Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is a report from multi-center clinical evaluation of the attune® cementless rotating platform total knee arthroplasty in the (B)(6) patient population ((B)(4)). The primary surgery was performed by using attune cementless rp via tka (date of primary surgery was unknown). It was reported that it was confirmed there was sinking of the tibial tray (p/n: unknown) because the patient fell down on (B)(6) 2018. The patient was given analgesic medication and rehabilitation at this time. After that, the patient visited to the hospital on (B)(6) 2019 for follow-up, it was confirmed the patient still had felt pain on the hip joint however sinking progression had stopped.